Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2012 and mesh was implanted. About a year and a half ago, the patient began to experience mixed urinary incontinence, recurrent urinary tract infections and erosion into the urethra. No additional information is available.